Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remote monitor displayed the company logo and then the display screen went white. The patient also reported that the monitor burned the electrical outlet. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the monitor was returned, analysis was performed and found the operating system stuck at run level three, error codes were found in the failure analysis log and the revolutions per minute check failed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.